Event description:
Philips received a complaint on the v60 ventilator indicating that the electrical safety test failed during the performance verification test (pvt) of preventative maintenance (pm). The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the electrical safety test had failed with a reading of 2 ohms. The customer swapped in a different alternating current (ac) power cord and the device then passed the pvt electrical safety test. The rse provided the customer with the part information for the ac power cord so that a permanent replacement could be ordered. This investigation is ongoing.

Manufacturer narrative:
The customer stated that the electrical safety test had failed with a reading of 2 ohms. The customer swapped in a different alternating current (ac) power cord and the device then passed the pvt electrical safety test. The rse provided the customer with the part information for the ac power cord so that a permanent replacement could be ordered. In a good faith effort (gfe) response from the customer received it was confirmed that a replacement ac power cord had been ordered, received, and replaced. The customer confirmed that, following the part replacement, the device issue was resolved, the device was returned to full functionality, and was returned to use. The replaced ac power cord will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.